Event description:
This rv lead was implanted on (B)(6) 2015, and remains implanted at this time. A call was placed to technical services on (B)(6) 2016, stating that this lead had an impedance that jumps to 1100 then >3000 ohms. Lead safety switch reset. Could be under insertion. Possible contact issue with ring. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).